Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event in which the light guide lens had corrosion was traced to component failure. However, a definitive root cause for the reportable event in which the light guide (lg) lens had foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope light guide (lg) lens had foreign objects, and the light guide (lg) lens also showed corrosion. There was no patient involvement.